Event description:
The procedure was an open biopsy, curettage with conmed argon beam coagulation (abc) electrosurgical generator. The abc generator grounding pad was placed on patient's back. The abc handpiece was on the sterile field. When the surgeon attempted to use the abc generator, the tip was engulfed in flames. The dr. Smothered the flame immediately and nothing else was burned, but there was a small hole in the plastic holster. The patient was not injured, nor was the staff. The handpiece was removed from the field and replaced with a new one. This was an out-of-box failure. Manufacturer response for argon beam coagulation handpiece, argon bend-a-beam handpiece (per site reporter): as of the date of this report, we have not heard back from the manufacturer. Manufacturer response for argon beam coagulation handpiece, abc bend-a-beam handpiece (per site reporter): as of this report, the manufacturer has not responded.